Manufacturer narrative:
Although it has been indicated that the guidewire will be returned, it has not yet arrived. As this is a purchased device, angiodynamics will forward the sample to (B)(4) medical for evaluation and completion of a supplier corrective action request (scar). A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).

Event description:
As reported, during placement of a PICC, the guidewire "snapped" while in the patient." There was no trauma to the patient, and the wire was successfully removed. It has been indicated that the used device will be returned to angiodyanamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "guidewire fractured/migrated. " no adverse trend was indicated. As the guidewire is a purchased device for angiodynamics, the supplier, heraeus medical, has been made aware of this event for informational purposes. No sample was returned for evaluation, therefore the root cause of the damage to the guidewire was unable to be determined. The directions for use packaged with the bioflo PICC provide guidance on insertion and removal of the guidewire including the precaution: "if guidewire must be withdrawn, remove the needle and guidewire as a single unit," to avoid damage. (B)(4).